Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, treatment for, and outcome of the peritonitis were not reported. It was reported that the patient ¿had to go to the hospital due to peritonitis¿, however, it was not reported if the patient was admitted for the event. No further detail was provided regarding whether pd therapy was ongoing. No additional information is available.